Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was around 90 mg/dl and sensor glucose was 41 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 108 mg/dl and sensor glucose was 241 mg/dl at the time of call. The sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed per specifications. Analysis not required due to received sealed sensors expired. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.